Manufacturer narrative:
An event of lead migration was reported to abbott. An x-ray took place, and it was found that both patient's leads had migrated down. The leads were explanted and replaced due lead migration. Therapy was restored post surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during a meeting with the manufacturing representative, patient's was not getting effective pain relief in their left and right cervical region. An x-ray took place and it was found that both the patient's leads had migrated down. Surgical intervention took place where the leads were explanted and replaced to address the issue.